Event description:
It was reported that while the patient was on the table in compression, as they turned their unit on, there were lines across the screen. They shut the unit down and rebooted several times and continued to have white lines across the screen and was unable to go any further. The case was cancelled and the patient was rescheduled for the next day.

Manufacturer narrative:
Uniboard connectors. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.